Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms on the heartmate ii system controller (serial number: (B)(6) ) was confirmed via log file analysis. Data from the reported event date (B)(6) 2024 (15:52:38 - 22:18:45) was reviewed for the submitted controller event log file. An atypical low battery hazard is active at 15:58:33 despite black and white relative state of charge (rsoc) being 3.9 volts and 3.0 volts respectively. A flow estimator low fault is active at 19:56:27 as the calculated flow was 4 liters per minute (lpm) which is below the designed threshold. The system controller underwent preliminary and functional testing and did not pass. The controller was connected to a mock loop and was able to operate a pump with no alarms active. The controller functioned as intended. The portions of functional testing where the controller did not pass included sections 7.1.1 - 7.1.4, 7.8.1, and 7.11.2 where the measured values indicated conductor breakdown with the underlying power wires. Resistance measurements were taken of each individual wire in both the white and black power cables. All measurements revealed higher than normal resistances ranging from resistances of 1.3 ohms to 249.8 ohms whereas typical measurements are less than 1 ohm. These results are indicative of conductor breakdown in both power cables consistent with wire fatigue. The increased resistance across the length of the wires can affect the voltage signals and has the potential to result in unexpected alarm. The controller power cables were replaced with a known working test unit, the controller was able to function as intended and support a mock circulatory loop for an extended period of time without any issues. It was reported that the controller was exchanged which resolved the alarms. The root cause for the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 2 system controller (serial #: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. The heartmate ii patient handbook (section ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage and low flow conditions. The heartmate ii patient handbook (section ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low voltage alarms while using battery power. The log file captured multiple odd low battery advisory alarms that did not appear to be associated with a power exchange. The patient later reported to get low flow alarms despite being on new batteries and battery clips. The battery connected to the black connector reportedly drained earlier than the one connected to the white. Otherwise, the patient stated to always be on fully charged batteries and made good connections when hooking up the batteries. The controller was exchanged which resolved the alarms.